Manufacturer narrative:
The patient remains ongoing on lvad support (post the pump exchange) and no further issues have been reported. The vad coordinator reported that the explanted pump would not be returned to the MFR for eval as it was exchanged due to infection. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that after 26 months of support on the lvad, the patient received a pump exchange due to infection. According to add'l info provided by the vad coordinator, the patient has a pseudomonas infection in the driveline, then in the blood.